Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : discarded.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra resilia valve. As reported, a pin hole rupture was noted at end of valve implant. The delivery system came out with no problem and physician felt that the left ventricular outflow tract (lvot) calcium on the CT was jagged enough to have caused this. Echo post implant showed no paravalvular leak (pvl) and there was no harm to patient. Staff had thrown away the delivery system before it could saved for return. There was no difficulty with valve alignment. The valve alignment was performed in a straight section.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was unable to be confirmed . As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, a review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials did not reveal any deficiencies. As per event description, ''a pin hole rupture was noted at end of implant of valve. The delivery system came out with no problem and physician feels that the lvot calcium on the CT was jagged enough to have caused this''. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, ''the physician felt that the lvot calcium on the CT was jagged enough to have caused this''. In addition, the 3mensio report revealed calcium in the implant site (lvot). Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation. Therefore, it is possible that the balloon may have damaged during tracking due to interaction with calcium in patient's vasculature, which subsequently resulted in the reported balloon leakage. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.